Event description:
A health care professional (hcp) reported that when the surgeon finished surgery and moved the opmi visu 200 microscope away, the microscope's stand swivel arm broke and the microscope moved downside. There was no injury reported to the patient or the doctor.

Manufacturer narrative:
Description of changes: field g6: updated to "follow-up #: 1". Field h2: entered "device evaluation". Field h3: selected "evaluation summary attached". Field h6: updated health effect - clinical code to "4582", updated component code to "737, 568 and 838", updated type of investigation to "10", updated investigation finding to "115", and updated investigation conclusion code to "51". Field h10: added description of changes.